Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous left superior femoral artery. An ipsilateral approach was used to obtain access to the target lesion. The 3mm x 20mm x 144cm sterling es pta balloon dilatation catheter was advanced to the intended location and inflated five times to 10 atms. On the sixth inflation, the sterling balloon was inflated to 14 atms and ruptured. The procedure was successfully completed with a different device. No pt complications were noted and the pt's status was reported as 'good".